Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 5 previously reported events are included in this follow-up record. Product return status 1 device was received. 3 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. - 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. - (B)(4) events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h6, h11. 5 previously reported events are included in this follow-up record. Product return status. 1 device was received. 4 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined. Additional information: 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. 5 events had patient involvement: no patient impact.